Event description:
Additional information was provided that the lead again exhibited high out of range rv impedances. It was noted that the patient would return to their clinic for additional follow-up in the future. At this time, attempts to obtain additional information have been unsuccessful. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high out of range pacing impedances. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.